Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10818, 2017865-2019-10820. It was reported that a patient presented during a pacemaker upgrade procedure. Upon review, the right atrial lead exhibited noise and automatic mode switch episodes. The physician assessed the right atrial lead during the procedure and noticed insulation abrasions on the right atrial and right ventricular leads. The insulation for both leads was repaired during the procedure on (B)(6) 2019 and the leads were kept in the new pacemaker. The physician noted difficulty in withdrawing the atrial lead form the atrial port in the older pacemaker and alleged the issue on the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Implant date should have been (B)(6) 2015 instead of left blank.